Event description:
Pt had knee replacement surgery done back in 2004. She began having pain, burning sensation and grinding in (B)(6) 2011. X-rays were taken and the device was found to have detached from its original location. She had a revision surgery done on (B)(6) 2011, where a different device was implanted. She has had two surgeries done since the second surgery as the device keeps failing. She says the implanted joint is very swollen and it's four times the size of her left knee. She is very depressed and is in constant pain. She has gone on the FDA website and found that the device had been recalled. She does not know whom to go for add'l assistance.